Manufacturer narrative:
Additional information has been received regarding the patient weight change from 219 pounds to 270 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 270 pounds which is updated in section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, cannula bent. The customer reported blood glucose value of 420 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, hyperglycemia, elevated ketones/diabetic ketoacidosis, headache, fatigue, malaise treated with insulin pump (subcutaneous insulin infusion), IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay. The event involved product(s) mmt-386a, mmt-1884l, unk_reservoir. Troubleshooting was performed. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode/smartguard feature was active at time of high blood glucose event. Customer was able to remove infusion set and identified the cannula was bent. Customer declined to continue pump troubleshooting. Customer reported bent cannula (not a slight bend/curve). No further patient complications were reported. No product return is required for mmt-386a. No product return is required for mmt-1884l. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.